Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 03.812.521, lot 4l18332: manufacturing site: hägendorf. Release to warehouse date: june 21, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: upon visual inspection, it was observed that the finger like catcher of the clamp tip at the distal end was bent. Additionally, there was discoloration all over the device. No other issues were identified with the returned device. No dimensional inspection can be performed due to post-manufacturing damage. The relevant current and manufacturing drawings were reviewed. The complaint is confirmed. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces during its use. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during a transforaminal lumbar interbody fusion (tlif) at l4-5 for treatment of lumbar spinal canal stenosis, the inserter became deformed during the implant removal. The procedure was completed without surgical delay. The patient was reported as stable. Concomitant devices reported: applicator outer shaft (part number unknown, lot unknown, quantity 1), applicator knob (part number unknown, lot unknown, quantity 1), cage/spacers: t-pal (part number unknown, lot unknown, quantity 1). This report involves one (1) t-pal advanced applicator inner shaft. This is report 1 of 1 for (B)(4).